Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated customer complained about pump not working as it had crack from the top of the battery cap to the bottom of the pump. Troubleshooting was performed and identified that pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Unable to confirm battery cap broken/cracked due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored and no blank display noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file.  Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ the original pcba2 was cleaned and installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 28-may-2023 in the formatted history file. Pump error 4 alarm was recorded and found in the formatted history file on: 05/27/2023 12:48:01.000 pump error 53 alarm (linenumber: 1330 filenumber: 212) was recorded and found in the formatted history file on: 05/27/2023 12:48:02.000 pump error 4 alarm and pump error 53 alarm (linenumber: 1330 filenumber: 212) were confirmed, suspecting the hw. Pump error 68 alarm was recorded and found in the formatted history file on: 05/27/2023 12:48:04.000 pump error 49 alarm was recorded and found in the formatted history file on: 05/27/2023 12:48:04.000 05/27/2023 12:49:26.000 pump error 23 alarm was recorded and found in the formatted history file on: 05/27/2023 12:49:49.000 per r&d engineer, pump error 68 and pump error 49 were generated due to an extensive corruption in the serial flash - suspecting the hw. Also, pump error 23 was generated since on restart due to brown-out reset (bor) the ram test failed - suspecting the hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm battery cap broken/cracked due to pump received without the original battery cap. Battery cap broken/cracked was unknown. Cosmetic damage was confirmed at the battery compartment. Blank display was not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Pump error 4 alarm and pump error 53 alarm (linenumber: 1330 filenumber: 212) were confirmed according in the formatted history file, suspecting the hw. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file, suspecting the hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.